Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer has ordered the battery for replacement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery defective. No patient involvement reported.